Event description:
Pt reported alleged abdominal pain and leak with a lap-band device. The device was found to be "separated into 2 pieces" after a CT (computerized tomography) scan and upper gi (gastro-intestinal) radiography were performed. The port was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ¿abdominal pain, chest pain, incision pain, and¿port site pain."